Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (disease progression of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 6.6 cm abdominal aortic aneurysm approx 94 months ago. The aortic neck diameter was 30 mm and it was 20 mm long. It was reported that approx two years ago the pt returned with stent graft migration resulting in a type I endoleak (ref MFR # 2953200-2011-00905). The pt was successfully treated with 3 aneurx aortic cuffs and a talent aortic cuff. Approx one months ago it was reported that there was separation between the bifurcated stent graft and an aneurx aortic cuff resulting in a type iii endoleak (ref MFR # 2953200-2011-00906 and 2953200-2011-00908). The cuff separation was attributed to disease progression resulting in aneurysm growth. The decision was made to treat the pt with a talent converter at a later date. No add'l clinical sequelae reported.